Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, during diagnostic testing, the iabp did not pass the safety disk test and displayed a "disk unplugged at third stage of test" message. The stm also observed clicking from the drive manifold and the iabp went into "system failure" and generated "fault code 65". The stm suspected potential issue with the drive manifold pressure solenoid. The stm ordered the drive manifold, returned to the site and installed the new drive manifold assembly which resolved the issue. The stm then performed all functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a monitor related issue of a blank screen display. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.